Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode of insulin pump. Customer was treated with manual injection. Customer did not allege that the insulin pump was under delivering. The insulin pump will not be returned for analysis.